Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention removal difficulties and stent migration occurred and the stent was explanted. The 90% stenosed, calcified and severely tortuous lesion was located in the distal left anterior descending (lad) artery. Predilation was performed with an unspecified balloon catheter. A 2.25x12mm promus element plus stent delivery system (sds) was advanced to the lad and deployed at 12 atmospheres. The stent seemed well apposed during fluoroscopy. The sds was then attempted to be removed however the stent remained on the delivery system and migrated to the left main artery. The stent detached in the left main and was retrieved using a snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination noted that the stent was not returned for review, only the stent delivery system (sds). Microscopic examination of the balloon noted that the stent had been crimped on the balloon, as indentations on the profile of the balloon had left a distinct imprint of the crimped stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention removal difficulties and stent migration occurred and the stent was explanted. The 90% stenosed, calcified and severely tortuous lesion was located in the distal left anterior descending (lad) artery. Predilation was performed with an unspecified balloon catheter. A 2.25x12mm promus element plus stent delivery system (sds) was advanced to the lad and deployed at 12 atmospheres. The stent seemed well apposed during fluoroscopy. The sds was then attempted to be removed however the stent remained on the delivery system and migrated to the left main artery. The stent detached in the left main and was retrieved using a snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.